Event description:
It was reported that "the device won't turn on". The issue was detected prior to use on a patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). The unit was opened and the harness connectors going into the power supply board were pressed down to ensure they had a secure connection. This time when the unit was powered on it was able to navigate through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The device was able to be powered on with no issues. Testing confirms the unit had a loose harness connection. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a loose harness connection to the power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The connection could have become loose during transportation of the neptune or if the customer opened the unit at any time it may have loosened the connection. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: corrected data: section d.4.serial# corrected to (B)(6).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73l200004n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the device won't turn on". The issue was detected prior to use on a patient. No patient involvement.